Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash under the ECG electrodes of the lifevest. The patient reported that the rash was mostly caused by an infection and pneumonia. In addition, the patient reported that the garments felt like they were cutting into the sides of her breasts. The patient's nurse reported that the patient was using a cream for a pre-existing condition. The patient was also issued better fitting garments by the distributor. Follow-up indicated that the rash was healing.